Event description:
It was reported that the patient presented in clinic for generator changeout procedure. Upon interrogation post procedure, it was found that the implantable cardioverter defibrillator exhibited post t-wave over-sensing. Programming changes were made. There were no patient consequences and the patient would continue to be monitored.

Manufacturer narrative:
Correction: please retract this report 2017865-2022-13842, the same event was previously reported as 2017865-2022-14111.